Event description:
The customer obtained six discordant falsely elevated sodium (na) results and one falsely elevated potassium (k) result on a dimension exl with lm instrument for six patients samples. The results were reported and questioned by the physician(s). The customer performed repeat testing on an alternate dimension exl instrument and noted lower results. The customer considered the repeat results to be correct and issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the falsely elevated sodium (na) results and falsely elevated potassium (k) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and informed that on (B)(6) 2022, quality control (qc) was acceptable in the morning but was high in the evening. The customer performed troubleshooting, changed the x tubing and quiklyte integrated multisensor technology (imt), and noted qc results were acceptable on the dimension exl with lm instrument. Siemens is investigating the event and services performed on the instrument.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00047 on (B)(6) 2022. Additional information ((B)(6) 2022): siemens reviewed the information provided. The customer ran quality control (qc) and noted that the results were within the acceptable range. Siemens noted the customer service engineer (cse) performed maintenance and services on the dimension exl with lm, and the instrument was operational. The cause of falsely elevated sodium (na) and potassium (k) results is unknown. The instrument is operational and requires no further evaluation.